Manufacturer narrative:
Product event summary: it was reported that the controller ac adapters were difficult to connect to the controller. Two (2) controller ac adapters were returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the device in relation to the reported event. Failure analysis revealed that the devices passed visual examination and functional testing. As a result, the reported event could not be confirmed; the controller ac adapters were able to connect to the controller without difficulty. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿controller ac adapter, controller ac adapter / cac005369/ model #: 1430de / expiration date: 2015-05-01 UDI #: asku, return date: 2015-08-10, mfg date: 2014-05-01. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two controller ac (cac) adapters would not "click" in to place when connected to the controller. One cac adapter required manual turning of the connector to stay in place and the other would occasionally click into place after multiple attempts and when a lot of force was applied. The cac adapters were replaced. No patient complications have been reported as a result of this event.